Event description:
Hill-rom received a report from the account stating the CPR lever was broken off the bed. The bed was located in ICU (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the roll pin on the lever was missing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the roll pin to resolve the issue. Based on this info, no further action is required.